Manufacturer narrative:
(B)(4).

Event description:
Upon advancing the wire it unraveled. This issue occurred prior to patient use.

Manufacturer narrative:
Qn# (B)(4). The customer returned two ra catheterization devices. One of the devices was returned undamaged, while the other device contained an unraveled and separated spring-wire guide (swg). The customer was contacted and confirmed that there were no issues with the undamaged ra device; therefore, only the damaged device will be used for this investigation. The guide wire was returned inside of the introducer needle, and a red needle guard was on the tip of the introducer needle. The catheter was not returned. Visual examination of the device revealed the swg was unraveled and separated on the proximal end. The separated ends both appeared stretched and bent, indicating the break was due to excessive force. The needle guard was taken off, which caused the distal end of the swg to become exposed. The distal tip contained offset coils. The proximal weld remained attached to the black slider and the distal weld was still intact, full, and spherical. The proximal end (end of black handle to the point of separation) of the separated swg core wire measured approximately .21" and the distal end (point of separation to distal weld) measured approximately 5". This brings the total length of the core wire to 5.21", which is within specification. Therefore, no pieces appear to be missing. The outside diameter of the distal end of the guide wire measured 0.434 mm which is within specification. A manual tug test revealed the proximal end of the swg was intact within the swg handle and the distal weld was still intact. A device history record review was performed with no relevant findings. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that to reduce the risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel. It also warns that if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture. The reported complaint that the swg separated was confirmed by complaint investigation. The core wire broke near the proximal end, and the guide wire was unraveled. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of at least 2.00 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Upon advancing the wire it unraveled. This issue occurred prior to patient use.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Upon advancing the wire it unraveled. This issue occurred prior to patient use.